Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the cartridge tubing. Customer changed out pump supplies to address the issue. Customer's blood glucose level was over 500 mg/dl, the elevated bg was addressed by a correction bolus via the pump.